Event description:
A false reactive advia centaur cp ahbs result was reported by the customer and the result was questioned by the physician. Repeat testing was performed on the original patient sample the following day and the results were non reactive. There was no known report of adverse health consequences due to the initially discordant ahbs result.

Manufacturer narrative:
The cause for the initially reactive advia centaur xp ahbs result when compared to repeat non reactive test results is unknown. The quality control results were acceptable at the time of the event. The physician had question the result due to a reactive hbsag result for this patient. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."